Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient was admitted to the hospital for medical treatment on (B)(6) due to the insufficiency of cerebral artery blood supply. On (B)(6), the patient was treated with closed venous indwelling needle infusion. At 08:00 on (B)(6), a little blood oozed from the initial site was found during infusion, and the intravenous indwelling needle was replaced in time.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 8043015. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient was admitted to the hospital for medical treatment on september 15 due to the insufficiency of cerebral artery blood supply. On (B)(6), the patient was treated with closed venous indwelling needle infusion. At 08:00 on (B)(6), a little blood oozed from the initial site was found during infusion, and the intravenous indwelling needle was replaced in time.